Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving 2000mcg/ml lioresal at 264.8mcg/day via an implantable infusion pump for intractable spasticity and cerebral palsy. It was reported that a motor stall was seen at the initial interrogation of the pump. The patient recently had a magnetic resonance imaging (MRI) scan. The motor stall occurred on (B)(6) 2017 and a tube set occurred on (B)(6) 2017. The pump was never "telemetried," post MRI until (B)(6) 2017 per the hcp. No audible pump alarms were heard by the patient/family or hcp. It was confirmed that a motor stall recovery on (B)(6) 2017. The hcp reported the patient had increased seizures that started about 24-48 hours prior to the report. The patient was admitted to the hospital the early morning hours of (B)(6) 2017 and it was discovered that the patient had a possible urinary tract infection. The patient's family did say the patient had increased seizures when they had a urinary tract infection. No further complications were anticipated/reported.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer (family member) reported the patient was going to see the surgeon on (B)(6) 2017; the patient needed a battery change. The consumer stated the patient didn¿t do well with operations. They felt apprehensive doing that. The consumer stated the baclofen pump was causing urinary retention. The baclofen was interacting with the patient¿s seizure medication. They thought it was the onfi seizure drug causing it. The patient¿s seizure medication included: onfi 10mg 2x day, vimpat 29ml 2x day concentration 10mg/ml orally, triletal 600mg 3x day, keptra 2000mg in morning, 1500 afternoon, 2000 evening, and banzel 800mg in morning and 1200 evening. The consumer stated they tried to reduce the intrathecal baclofen, and the patient started to have muscle spasms (leg tremors). They couldn¿t reduce the seizure medications because then the patient had seizures. They had been having to do ¿urinary catching¿ for the last year and a half ((B)(6) 2016); otherwise, the patient would get utis and sepsis. They used the ¿cath¿ to prevent that from happening. It was unknown if the change in therapy/symptoms was considered sudden or gradual. Urinary retention began in (B)(6) 2015. The occurrence of getting a uti and sepsis occurred in (B)(6) 2016. The patient said that the current drug in the pump was from (B)(6) 2017.